Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a suspected infection at the scar site of his lead. As a result, the patient underwent an exploratory surgical procedure to confirm if an infection was present. Results from the procedure are unknown at this time.